Event description:
Customer reports she walked behind the analyzer and accidentally kicked and broke one of the valves on the black water tank. The valve cracked causing a leak onto the floor. The leak is in a walkway because it occurred when the operator was walking behind the analyzer. No one was harmed due to the leak or tank replacement, customer states there were no pts running at the time of the leak. She replaced the water tank with a back-up tank which resolved the leak.